Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered a reagent probe was blocked due to a co2 reagent cassette. He cleaned the reagent probe and confirmed the instrument was running properly. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for three patients tested on a cobas 6000 c (501) module. The patient's initial results were reported outside the laboratory. The customer performed repeat testing on the same analyzer as well as a different cobas 6000 c (501) module. At 18:29, patient 1's initial magnesium result was 5.02 mg/dl with a data flag, and the instrument performed an automatic rerun with a dilution and the patient's result was 9.22 mg/dl with a data flag. At 21:09, the patient's magnesium result on the other analyzer was 2.25 mg/dl. At 18:29, patient 2's initial magnesium result was 5.02 mg/dl with a data flag, and the instrument performed an automatic rerun with a dilution and the patient's result was 9.27 mg/dl with a data flag. At 21:09, the patient's magnesium result on the other analyzer was 2.39 mg/dl. At 18:35, patient 3's initial magnesium result was 4.98 mg/dl with a data flag. At 21:04, the patient's sample was repeated on the other analyzer and the patient's result was 1.73 mg/dl. The customer determined the correct magnesium results were from the other cobas 6000 c (501) module. The magnesium reagent lot number was 510197 and the expiration date was requested but not provided.